Event description:
It has been reported to philips that the system would only allow minimum fluoroscopy. There was no reported patient or user harm. The user rebooted the system and received a message stating ''exposure not possible, re-select application.'' A philips remote service engineer (rse) analyzed the system log file and confirmed that the host pc was not communicating with the generator, however the root cause could not be established. It was advised to the customer to monitor the issue and to replace the main power distribution (mpd) board if the issue reoccurs.